Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose of 525 mg/dl and treated. No high blood glucose troubleshooting was performed. Customer reported issue with the serter that came apart. The insulin pump is not expected to return for analysis. Frn-reservoir.